Event description:
Information received indicating that a cadd solis vip pump was unable to activate down stream occlusion alarm during testing. There was no patient involvement in the reported event.

Event description:
Information received indicating that a cadd solis vip pump was unable to activate down stream occlusion alarm during testing. There was no patient involvement in the reported event.

Manufacturer narrative:
Returned device was received with no physical damaged was found on the pump. No evidence of reported problem in event log was found. During the evaluation of the device. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.